Event description:
Additional information was received from a consumer indicating that the patient was leaking really bad and they felt like they needed to increase stimulation. The patient initially stated that it started on october 28th and later stated it started around october 26th. The patient noted having an appointment on the 30th and they were instructed to call in to adjust stimulation. The patient also reported that the last few days when the patient sat down it felt like their tailbone was busted. The patient declined referring to the feeling of uncomfortable stimulation when asked and stated the feeling of stimulation felt like vibrating and that was the normal, comfortable feeling of stimulation. The patient stated the feeling like their tailbone was busted started about 4 days ago and further clarified that it felt like they broke something in their rectum and when they sat down it felt like they were sitting on rocks. The patient confirmed they were not feeling it while being on the cal. Syncing with the programmer showed the stimulation was on at 0.9v. The patient increased stimulation to 1.4v and confirmed feeling a little stimulation and it was comfortable. The patient would monitor their symptoms now that the change was made and follow up with their healthcare provider if it wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that was recently implanted on (B)(6) 2019, that on (B)(6) 2019 they started going to the bathroom more and all of a sudden the therapy quit helping. The patient stated that they had been 100 miles away from their handset and wondered if it was because they did not have the handset with or because they drank a soda and it made them leak more? It was reviewed with the patient that the handset did not need to be near the patient and it would not affect how the ins worked. The patient also said that when they used the handset on the (B)(6), it looked like the numbers changed on it. Patient services reviewed that the patient might have been in the tutorial. Patient services offered to the patient to use the handset while on the call but the patient said that they would rather wait until their appointment with their health care physician (hcp) on wednesday, ((B)(6) 2019) where they would follow up with their hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked the cause of the therapy quit helping all of a sudden on (B)(6), the hcp replied that on (B)(6) 2019 patient stated that she was doing great at the current setting. No further complications were reported.